Manufacturer narrative:
During the investigation: (B)(4) - found that a lid miss match error occurred causing the pump to stop. This occurs when the magnet in the lid of the pump does not match up with the magnet in the pump. User are trained to override this error in cases when this occurs. (B)(4) - investigation found a cable within the pump was damaged. The cable was replaced, and the pump functioned as expected from that point onwards. (B)(4) - investigation found a faulty pin on the encoder within the pump was damaged. The encoder was replaced, and the pump functioned as expected from that point onwards. Please find attached a spreadsheet listing the serial numbers of the devices summarised in this summary report.

Event description:
Users reported experiencing pump stop during a case. In these cases, there was no patient harm. Spectrum medical considers interruption to blood flow a reportable malfunction.